Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 820.9 mcg/day) and morphine (2.2 mg/ml at 0.8209 mg/day). Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was unknown if the patient experienced any symptoms related to the event. The pump had been interrogated by the clinician and it was reported the healthcare provider confirmed premature battery depletion occurred. It was unknown what caused the premature battery depletion, the device had been sent in for analysis. The issue was resolved by replacing the pump, and the intrathecal baclofen therapy resumed. The representative was not aware of any further complications.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen and morphine (doses and concentrations unknown). The indications for use included intractable spasticity and other spasticity. It was reported that the patient's pump started beeping on (B)(6) 2017, likely due to premature battery depletion. The elective replacement indicator (eri) time was 13 months, per the patient's managing hcp. It was unknown if there were any environmental, external, or patient factors that may have caused or contributed to the issue, and no diagnostics or troubleshooting had been performed. The patient was to see a surgeon soon for pump replacement. No patient symptoms were reported, and the patient's status was noted to be alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.